Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that cartridge change error occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer declined troubleshooting with tandem technical support.